Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit started alarming, and the alarm could not be cleared until the pc unit battery eventually discharged at 8:51:32 pm (B)(6) 2021. From the pc unit event log, the event occurred at 10:25:13 am (B)(6) 2021: ava_event_pcu net_unit_disconnect. The pc unit error log show error 150.2100.5 occurred every half second from 8:16:21 pm (B)(6) 2021 to 8:51:32 pm (B)(6) 2021. The clinician suspect that this error may have also occurred at 10:25 onwards; however, was overwritten in the error log. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned. Correction: initial reporter facility name. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b and c codes, remedial action required, remedial action, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the the pc unit started alarming, and the alarm could not be cleared until the pc unit battery eventually discharged at 8:51:32 pm 12/4/2021. From the pc unit event log, the event occurred at 10:25:13 am (B)(6) 2021: ava_event_pcu net_unit_disconnect. The pc unit error log show error 150.2100.5 occurred every half second from 8:16:21 pm (B)(6) 2021 to 8:51:32 pm (B)(6) 2021. The clinician suspect that this error may have also occurred at 10:25 onwards; however, was overwritten in the error log. There was a patient involvement but no harm.